Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device failed for an unrelated issue. The device failed rite functional testing a as fluid was transferred above specification limits. Further inspection of the door assembly revealed a cracked door piston and deteriorated piston foam. Test piston foam was installed and the device was able to pass volumetric accuracy testing. A service history record review did not identify any issues in the previous service events that would have contributed to the reported issue. The cause of the issue was determined to be the deteriorated piston foam and cracked door piston. The door piston and piston foam were scrapped, and the device was sent for servicing. A CAPA event has been initiated to investigate the issue. Should additional relevant information become available, a supplemental report will be submitted.